Event description:
The manufacturer was contacted in reference to the simplygo device. There was a report of compressor no longer starts. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected, and it was found that sieves were clogged, pca burnt and inlet filter was replaced due to preventive maintenance. The device was requested to be sent to the manufacturer's product investigation lab (pil) for further investigation. The manufacturer's investigation is ongoing.